Event description:
The customer reports that the thermometer fell out of the cabinet when opened. The battery was in pieces. No one was hurt. A lab analysis for this type of failure was performed on a similar device. The analysis of the batteries included an optical microscopy, CT scan and 2d x-ray and indicated the failure was due to a single component (battery) malfunction. The suspect batteries have not been used in production units since july 2015.